Event description:
A patient was turning from side position to back. The bed tilted vertically onto head, with the wheels off the floor. The patient was helped off of the bed onto the floor by the nurse and technologist to prevent a patient injury.